Event description:
It was reported that during placement of the 5th embolization coil within a large right mca aneurysm, a previously deployed embolization coil was dislodged into the parent artery. It is unk if this was a microplex platinum coil or a hydrocoil as both coil types were previously deployed. An attempt was made to retrieve the coil using a snare and to compress the protruding coil using a balloon. However, these attempts were unsuccessful. A portion of the coil remained in the parent artery. There is no clinical sequelae.

Manufacturer narrative:
Sample analysis: no evaluation has been performed as the complaint sample and lot info were not made available from user. Root cause: the root cause can not be determined. Coil protrusion is an anticipated complication associated with the cerebral embolization.